Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received a motor error alarm and a motor position encoder error alarm. The customer's blood glucose was 143 mg/dl at the time of incident. The customer stated that the drive support cap was flush. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin passed functional testing including displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm test. Unit functioned properly. No motor error alarm noted and the motor was tested outside the device and passed. The insulin pump was received with cracked case on thee display window corners, cracked lcd window bottom left corner, cracked reservoir tube lip and cracked battery tube threads.